Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to product performance issues. The patient underwent surgical intervention to replace the lead. Additional information revealed that the issue was related to lead noise and low put of range pacing impedances. Insulation damage was highly suspected as the root cause. No additional adverse patient effects were reported.